Event description:
Subsequent to the initial MDR, a correction is required.

Manufacturer narrative:
(B)(4). B5: subsequent to the initial MDR, a correction is required. B3 date of event - correction. G6 type of report - additional information. H2 type of follow up - correction. H10 corrected data.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a signal loss occurred. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.